Event description:
It was reported that pump battery drained excessively. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no additional details were obtained, and no further action was required from technical support.